Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was unable to be confirmed. It was unknown which surgical task was being performed and it was unknown how long the instrument was in use when the issue occurred. Surgeon noticed an instrument functionality issue when the instrument broke. No fragment fell inside the patient as all the pieces were still connected and dangling to the instrument. The instrument was not removed prior to breaking. No resistance was felt upon removal of the instrument through the cannula. Upon final removal, the instrument was straightened and no other damage was noted. No post-operative tests like an x-ray or ultrasound were performed. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.655" x 0.520" was found to be broken off and still hanging. The broken piece was returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with the complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the force bipolar instrument was found to have broken tip at distal end. The instrument was inspected prior to use, and no damage was noted on the instrument. No collision was reported. No fragment fell into the patient. The procedure was completed with no reported injury.